Event description:
It was reported that pump experienced malfunction alarm with code 16 and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if issue happened again, and caller acknowledged and understood guidance.